Event description:
In this case, it was reported that patient underwent transcatheter aortic valve replacement within an existing edwards prosthetic aortic valve due to stenosis. The implant duration of the original device at the time of the procedure was approximately 13 years. Aortic valve findings, per op report: baseline: aorta 108/44 mmhg, left ventricle 165/21 mmhg, lvedp 32 mmhg. Peak-to-peak aortic valve gradient 57 mmhg. Post-tavr with a 23 mm edwards sapien transcatheter heart valve: aorta 152/47/ mmhg, left ventricle 162/17 mmhg, lvedp 30 mmhg. Peak-to-peak aortic valve gradient 10 mmhg. Following aortic valve replacement, there was trace paravalvular leak on echo. The patient tolerated the procedure well. No operative complications reported.

Manufacturer narrative:
Prosthetic valve stenosis can occur due to multiple failure modes (e.g. Calcification, pannus overgrowth). Unfortunately, the device was not explanted from the patient; therefore, the exact nature of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.